Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker system was evaluated due to having symptoms of heart palpitations. Upon review of device data, technical services (ts) noted pacemaker mediated tachycardia (pmt) episodes were stored, however, these were atrial driven. Ts also discussed there has been a history of atrial lead noise and intermittent myopotential oversensing with isometrics. No adverse patient effects were reported. This device system remains in service.